Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient's wife reported that her husband's blood glucose reached 21 mg/dl less than 36 hours after the pod was activated. He was having a seizure so she called for the paramedics. She stated that he is a "brittle diabetic" and was hospitalized for low bg. She did not provide any further info regarding the hospitalization or his treatment.